Manufacturer narrative:
(B)(4). Batch number: n57f1h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: there was no impact to patient. The event didn¿t prolong the surgical procedure. The area where the tissue was cut to remove the device was planned to be cut as part of the procedure and the procedure was completed with same like device.

Event description:
It was reported that the powered echelon knife got stuck, both the knife reverse button and the hand-knife reverse did not work. To take the product out they were obliged to cut the tissue.

Manufacturer narrative:
(B)(4). Batch # n57f1h. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.